Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm abdominal aortic aneurysm (filled with thrombus) approximately one month ago. The proximal neck diameter is approximately 27 - 28mm and there is little neck angulation. The distal aorta diameter is 21-22mm and ringed with calcium. The iliacs are moderately tortuous and contain calcification. It was reported that while placing an endurant bifurcated stent graft the physician noted some resistance in the vessels; therefore, there was some manipulation of the device with pulling and pushing. The device was removed and without any difficulty. After the delivery system was removed it appeared that one of the suprarenal stents was in an abnormal/horizontal position and it appeared that one of the proximal ro markers was no longer in line with the other markers. The physician decided to place a cuff in order to avert an endoleak. The delivery system was examined and the physician noticed that there was a notch on the nose cone. No clinical sequelae were reported, and the patient is fine. Angio films during implant (still images) show that several of the bifur suprarenal stents were implanted improperly; at and below the proximal graft margin. Images showing delivery system removal and deployment of the suprarenal stents were not provided. An endurant cuff was then implanted within the bifurcated stent graft. Other than the mal-positioned suprarenal stents, no obvious stent graft issues were seen following cuff implant. X-ray images 2-days post implant show that 3 of the bifurcate suprarenal stents had been deployed below the bifur proximal graft margin. The aortic cuff appeared fine. Images of the "notched" tapered tip were also reviewed; the cause could not be determined but may have been caused during mis-positioning of the suprarenal stents.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (removal difficulty); patient's condition affected effectiveness of device (aneurysm filled with thrombus, moderately calcified and tortuous iliac arteries, neck angulation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (aneurysm filled with thrombus, moderately calcified and tortuous iliac arteries, neck angulation).